Event description:
The customer reported being at the emergency room due to high blood glucose over 600 mg/dl. The customer stated that he replaced the infusion set and his glucose was 296 mg/dl, but three hours later, it rose to 416 mg/dl and then he was admitted. The customer stated that the doctor determined that the device was not delivering the insulin properly, and requested having the insulin pump replaced. Advised the caller to call back if further assistance is needed. No additional info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no vibration during testing due to broken vibrator motor wire. Cracked case on lcd display window corners noted during visual inspection. The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly.